Event description:
Feedback type: technical issue. Submitter email: (B)(4). Cfm form received date (outlook email received date): 1/6/2023. Main reason (q3): flexvision restarted during the case two times. Impact issue (q8): temporarily stopped case and it did not come back with the last active flexvision layout. Usage of device (q9): during the case, adjusting window sizes on the flexvision to provide the physician better visualization of inputs as needed. Clinical use (q10): yes. Follow up clinical use 1 (q11): yes. Follow up clinical use 2 (q12): stopped and restarted. Frequency of occurrence (q13): unknown. Impact to the patient (q14_1): temporary delay during the case. Actions to resolve (q15_1): flexvision restarted on its own but had to reselect the wanted layout. It has been reported to philips that the flexvision restarts when using the mouse and x-ray pedal. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, during a cardiac arrhythmia (endovascular intervention and device implantation) procedure. The procedure was temporary delayed. Customer reported that flexvision restarts when using the mouse and x-ray pedal. The philips consultant called the customer and found that technician was adjusting the flexvision layout with the mouse and the physician stepped on the fluoroscopy pedal at the same time. The consultant advised staff not to do both actions at the same time. The system did not have any malfunction and returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.